Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze/vapor and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending of the smoke/haze/vapor issue was reviewed for the past six months (B)(6) 2017 to (B)(6) 2017) and no significant trend was observed. The catalytic converter was not available for return. The assignable cause of the smoke/haze/vapor is the catalytic converter. The field service engineer replaced the part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter, was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported there was steam and smoke (haze) emitting from the back of their sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.